Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a transient ischemic attack occurred. On (B)(6) 2022 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx device with a complete laa seal and deployed device diameter of 23 mm. On (B)(6) 2022, the patient was discharged on apixaban (10 mg /day) and aspirin (81 mg /day). One hundred ninety-eight (198) days post procedure, on (B)(6) 2023, the patient presented to the emergency room (ER) with complaint of weakness in the left leg. It was found that the patient experienced a transient ischemic attack (tia). The patient was taking aspirin at the time. On (B)(6) 2023 the event was considered resolved. There was no intervention required for the tia.

Manufacturer narrative:
Describe event or problem: updated with additional information received patient code updated.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a transient ischemic attack occurred. On (B)(6) 2022 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx device with a complete laa seal and deployed device diameter of 23 mm. On (B)(6) 2022, the patient was discharged on apixaban (10 mg /day) and aspirin (81 mg /day). One hundred ninety-eight (198) days post procedure, on (B)(6) 2023, the patient presented to the emergency room (ER) with complaint of weakness in the left leg. It was found that the patient experienced a transient ischemic attack (tia). The patient was taking aspirin at the time. On (B)(6) 2023 the event was considered resolved. There was no intervention required for the tia. It was further reported that on (B)(6) 2023, 198 days post index procedure, the patient was presented to emergency room (ER) with complaint of weakness in the right leg and numbness after right knee surgery. Symptoms lasted less than one day and did not have any further difficulties. This event was unrelated to the watchman flx device or procedure. The study site removed the event of transient ischemic attack, and the complaint was withdrawn.